Event description:
It was reported that a valve-in-valve procedure was performed after an implant duration of approximately 172 months due to severe aortic stenosis secondary to calcification. Per health-care provider, the patient was preseneted with severe aortic stenosis due to calcification and 3+ aortic insufficiency. Additionally, per health-care provider, the event was not related to any device malfunction or quality deficiency. Patient was treated on (B)(6) 2013 with an edwards sapien 23mm valve. The procedure was completed with good result, no paravalvular leak and no gradient. No other details reported.

Manufacturer narrative:
Subject device remain implanted. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, no evaluation can be performed on the subject devcie. Therefore, the root cause of this event could not be conclusively determined. Although the root cause cannot be confirmed, the reported stenosis and insufficiency is likely caused by the calcification noted by the health-care provider. Additionally, per health-care provider, the event was not related to any device malfunction or quality deficiency. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.